Event description:
According to the available information the balloon burst/ruptured. No serious consequences for the patient.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found none regarding the lot number 9132281 with the same defect. This product was made by our subcontractor which was informed about this issue. In february we received documentation of investigation from our subcontractor, the probable root cause of this issue was the raw material of the balloon. We received the incriminated sample. After decontamination, we noted that the balloon was burst without missing part. Checking the quality databases revealed one non-conformity in relation to the described defect and a corrective and preventive action: - nc (B)(4): "pb ballons (bulles + agglutinés)" opened in 16 january 2023. For this nc, the used of clumped balloons should be responsible of some weakness on the balloon and being responsible of bursting. - monitoring CAPA-000152: "balloon issues on folysil and silicone prostatic catheters". The trending for balloon bursting is specifically monitored. A similar case study was performed based on same item number ab63 same defect: balloon burst over last four year: 53 similar case were found.

Event description:
According to the available information the balloon burst/ruptured. No serious consequences for the patient.